Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Patient reported a left side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Device remains implanted. Previous emdr submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side rupture and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii, no rupture, and pain. Device has been explanted and replaced.